Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the dfm100 device indicating that the device prompt disabled. The rse guided the customer to perform operation checks and the equipment was back to normal. The reported problem was observed during boot, however, a root cause was not established. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.